Manufacturer narrative:
In regard to this complaint, although it was initially recorded in our system as "prolonged surgery" on (B)(6), a new email received on march 6 stated that case (B)(4) was not a prolonged surgery. Therefore, this complaint has been reassessed as non-reportable, and our system has been updated accordingly. Investigation of the complaint and trending will follow the process of non-serious complaints.

Event description:
We have been informed that during core vitrectomy procedure the system stopped working and displayed a black screen. Surgical procedure was finished with another machine. No report that actual patient / user harm occurred. Initially it was reported that the surgical procedure was prolonged > 30 minutes. Recent information confirms that the surgical procedure was not prolonged >30 minutes.

Event description:
We have been informed that during core vitrectomy procedure the system stopped working and displayed a black screen. Surgical procedure was finished with another machine. No report that actual patient / user harm occurred. However due to the reported event surgical procedure was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.